Event description:
It was reported that the programmer will not boot to main screen. The programmer was recently updated. Recycling the power and running the service diskette again did not resolve the issue. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the programmer boots up to the main screen and proceeds no further. It was also noted that the programmer failed functional testing due to the printed circuit board being out of specification. The keyboard was broken by the mounting pin area on the right side, four hinge plate screws were loose, and a screw was loose on the inside of the display screen.